Manufacturer narrative:
A1: patient identifier: requested, not provided. A2: age or date of birth: requested, not provided. A3a: sex: requested, not provided. A4: weight: requested, not provided. A5: ethnicity: requested, not provided. A6: race: requested, not provided. D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E3: occupation: cath lab matial mgt. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
The user facility reported that the arterial locator of the angio-seal device was bent when removed from the package at the distal hole. There was no blood loss, patient injury, or requirement for medical or surgical intervention. The event occurred intra-operatively. Additional information was received on 10 jun 2025: another angio-seal device was used for hemostasis, and the patient's condition is stable.

Manufacturer narrative:
This report is being sent as follow-up no. 1 to provide the completed investigation results. The actual device was not returned, so an evaluation could not be conducted. Since the sample was not available for evaluation, the complaint cannot be confirmed for kinked locator. The exact root cause cannot be determined. The likely cause was determined to have been damage sustained to the dilator due to handling of the packaging prior to use. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the hazard based risk table (hbrt).